Manufacturer narrative:
(B)(4).

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 58 mm in diameter abdominal aortic aneurysm. The final angiogram revealed a proximal type I endoleak. The physician ballooned the proximal part of the stent graft and took another angiogram and there was still a type I endoleak. The physician then placed 4 anchors on the right side of the stent graft. The endoleak still persisted, so an endurant 28x28x49 aortic cuff was implanted; however, the endoleak still persisted. The physician then decided to place 6 more aptus anchors. Per the physician the final angiogram shows that the endoleak was resolved. The physician stated the neck angulation of 45 degrees caused the stent graft to lay a little awkward, possibly causing the endoleak. No additional clinical sequelae were reported and the patient is fine.